Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a stenting treatment procedure, inability to cross the target lesion occurred. The target lesion was located in the left anterior descending artery. After pre-dilation, the physician advanced a 2.25x32mm taxus liberte stent delivery system, but failed to cross the target lesion. The procedure was completed with another of the same device, no patient complications were reported and the patient's post-procedure condition is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The strut on the third row on the proximal end of the stent was raised up and bent forward distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).